Manufacturer narrative:
The insulin pump was received with cracked battery tube and reservoir tube lip. The insulin pump was received with severely scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had many scratches on the display window of the insulin pump. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.